Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse replaced the asm board, reloaded the software and loaded prm save. This returned the instrument to normal operation. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective asm board.

Event description:
On (B)(6) 2015, a customer reported error 338, as communication error with their g8 analyzer. A reboot did not resolve the error message. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.